Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified fold creases, white particles calcification like in device outer surface, yellow particles, cloudy and deformation. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade unknown, "super hard" and "never softened". Patient also reported unknown side has "moved" and "wrinkled". Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional also reported "internal gel fractures". Device has been explanted.